Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10: additional manufacturer narrative updated b5, b7, and f10 per new information received there can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Depending on the severity of the leaflet immobility/leaflet restriction, a surgical/percutaneous intervention may be indicated or required after the initial surgery.

Event description:
It was reported via patient registry that a 21mm aortic valve was explanted and replaced with a 23mm valve after an implant duration of 4 years, 8 months due to severe recurrent stenosis and leaflet restricted motion. Patient was discharged home in fair condition on pod #7.

Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Reoperative valve surgery carries significant risk. The device was not returned for evaluation, as surgeon approval is required. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. The patient was noted to be age of 16. Per the instructions for use of the carpentier-edwards perimount pericardial bioprosthesis model 2700 aortic, clinical data which establishes the safety and efficacy of the valve for use in patients under the age of 20 is not available; therefore, careful consideration of its use in younger patients is recommended. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via patient registry that a 21mm aortic valve was explanted and replaced with a 23mm valve after an implant duration of 4 years, 8 months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.